Manufacturer narrative:
Result of investigation: vyaire was able to determine the root cause of the initial reported issue. The root caused is the defective o2 pressure regulator. Most likely restriction of the p2 regulator hole caused by injection molding deburrs during manufacturing. The inspiration block needs to be replaced. And during repair root cause was not able to determine. Unit was replaced at customer and returned to fa lab but unable to track the unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 oxygen continues to drop pff and goes out of range. They tried to recalibrate the unit but the issue reappears when they use it with the patient.there no known impact or consequences reported from this event.